Event description:
Additional information received reported patient was being treated for ruptured l-occipital dural avf [arteriovenous fistula] when during post procedure imaging, they saw something hanging into the vessel. At that time, the team investigated the catheter and noted the external catheters was the full expected length and that the hanging piece was some internal wire from the microcatheter. The tip was fractured and there was no easy way to retrieve the fractured microcatheter. The patient would need either a stent to remove the catheter which is not possible due to being on plavix and asa [aspirin] for treatment of the fistula or a carotid enterectomy which is invasive and comes with its own set of risks. This event most likely was a result of being caught on torturous vessels while pulling the catheter out. The fractured end remains in the patient's artery. A diagnostic cerebral angiogram was performed later returned to the fistula; however, they found the fractured microcatheter from left-imax [internal maxillary artery] /left-eca [external carotid artery]to proximal left-cca [common carotid artery] with no flow limitation or thrombosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was asymptomatic. The cause of the catheter issue was not determined.

Event description:
It was reported that during an av fistula embolization using a marathon catheter, a fracture occurred when attempting to remove it from the onyx cast. The catheter fragment was retained from the middle meningeal artery to the origin of the cc artery. Catheter separation was attributed to onyx entrapment, and onyx reflux was noted from the distal middle meningeal artery to the spinosum. Broken catheter segments remained in the middle meningeal artery to the origin of the left cc artery. The procedure involved moderate vessel tortuosity and continuous injection with a 15-minute waiting time. No surgical or medicinal intervention was required, and the patient outcome was reported as alive with no injury. Ancillary devices: sheath 6f benchmark, guide catheter phenom plus, microcatheter marathon, guidewire synchro 10, liquid embolic onyx 18.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.